Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was 30 mm long and had moderate angulation, and vessels were severely tortuous and moderately calcified. It was reported that approximately 5 days after the stent graft was implanted, while the patient was still in the hospital, the patient had lower extremity pain. The CT demonstrated that there was a proximal type I endoleak and there was kink in the iliac limb, limiting blood flow (MFR report #2953200-2010-02055). The physician elected to implant an aneurx aortic cuff, which successfully resolved the proximal type I endoleak. The physician then implanted another talent iliac stent graft partially inside of the previously-placed iliac limb, which successfully resolved the kinking of the stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak), (moderate aortic neck angulation).